Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2025-01115. All information can be found under manufacturer report number 1416980-2025-01115. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during patient therapy in the cardiovascular intensive care unit (cvicu). The patient was supposed to be receiving a bolus of lactated ringers running at a rate of 999 ml/hr. When the drip was calculated if was found to be 660 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.